Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was evaluated and replaced. The connections to the video controller and the interconnect cable were tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the loss of the live fluoroscopic x-ray image. No pt or user injury was reported.